Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. The customer's blood glucose (bg) level was over 400 mg/dl and the bg level was addressed with a bolus via the pump. A new cartridge was successfully loaded and insulin delivery was resumed. A follow up with the customer on (B)(6) 2017 confirmed that the customer's bg level lowered to 170 mg/dl.